Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned they had a problem with their drawer it is jammed, the side bar is broken. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 5.1 drawer rail had failed. A field service engineer stated that the replacement half height (hh) enhanced drawer was ordered. The customer had an unused station with a functional hh drawer, which was used to replace the failed drawer. A replacement hh drawer was ordered and sent to the customer. Both drawers main 5.1 and 5.2 along with all cubies were tested using hardware test application (hta). The customer also tested the setup using the application. The replacement hh drawer was consumed during another service call on the same day. Spare station was not in service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was jammed and the side bar broken. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.